Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's tidal volume is low. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Per good faith effort (gfe) response, the reported issue was determined to be related to a non-philips mask. The remote service engineer (rse) advised the customer to replace the non-philips mask. No malfunction was confirmed with the v60 device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.